Event description:
It was reported that during an interventional procedure, a guide wire was stuck to a balloon catheter, and the guide wire fractured and a piece remained inside the patient. The lesion was located in the calcified obtuse marginal branch of the circumflex artery. The pt2 moderate support 185cm j-tip guide wire was stuck to a non bsc balloon catheter. The end of the guide wire "tore off" and remained inside the patient. The procedure was completed with another unspecified device. The patient experienced a "heart rhythm problem and should be defibrillated": the patient was moved to the intensive care unit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the pt2 moderate support 185cm j-tip shows the core wire exposed at the distal tip. The poly was removed and the nitinol ribbon was present, the ss ribbon tip is missing. The exposed ribbon was sent to scanning electron microscopy (sem) analysis. No visible evidence of fracture features was observed on the vertical end of the ribbon wire. The presence of tin and poly material was verified. Evidence of solder exists as tin was found on the flat ribbon surface with evidence of material pull out and smear marks in a shear direction. The ribbon core wire did not fracture. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that the lesion was 99% stenosed and the vessel was severely tortuous and severely calcified. The tip of the guide wire was stuck in the calcified lesion and caused deformation of the guide wire. The balloon was inflated, deflated, then an attempt to remove the balloon catheter was made. After the balloon catheter was pulled back slightly, the balloon catheter and the guide wire became stuck. An attempt to remove the devices together was made, at which point the flexible tip of the guide wire broke off into the calcified vessel wall and remained in the circumflex artery. This caused occlusion and "heart block". The patient experienced a "sinus arrest" and was administered cardiopulmonary resuscitation in the cath lab. The lesion was re-crossed with a pt graphix guide wire and the circumflex artery was reopened. The broken guide wire tip was secured to the vessel wall with a stent. The "heart rhythm problem" was attributable to this event. There were no further reported patient complications.